Manufacturer narrative:
(B)(4). Additional information: batch # k5d48z. Photographs: the event description can be confirmed. Based on the photo evidence and the information in the event description, it seems that the device was not subjected to a complete firing. The inability to complete the firing caused the staples to not be formed completely. Conclusion: based on the photos provided, the event description can be confirmed. Due to the second firing of the device detailed in the event description, the hands on device analysis should show a broken breakaway washer, but the photos provided show that the device did not initially reach the full firing stroke. Additional information received: what is the current patient status? - now post op day 7, being discharged well. (Usually discharged by d4-5). No threat to life. The hospital pathologist has photograph the segment of anastomotic defect with the open staple clips. What confirmation was received that the anvil was fully attached? By the click sound when the anvil head is attached to the housing where within the green tissue compression/gap setting scale was the orange indicator set for firing? Lower ¼ of the indicator who fired the device? The surgeon. What is the users experience with this device? 3 years surgeon, operating mainly colorectal cases. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Fully compressed, cannot compress anymore, yet noticed there is very poor crunch (crunch is very weak). The blade also cut poorly. Having difficulty removing the stapler from the patient¿s anal. Are the devices available for return? ¿ yes, complaint sample has been received from sales rep, we will arrange for product return this week. The analysis results found that the cdh29a device arrived in good visual condition. The anvil half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a left hemicolectomy for descending colon tumor procedure, "hypertensive diagnosed with descending colon adenocarcinoma. After completing the colonic resection, the device was used for end to end anastomosis. Surgeon placed the anvil proximally and secured with purse string suture the usual manner. The device introduced transanally, and opened. The anvil was attached and closed. After 30 seconds the safety was taken off and stapler fired. During squeezing of the trigger, surgeon noticed that the usual crunch was absent. Nevertheless surgeon waited the usual 30 seconds, reapplied the safety and the stapler was removed. As anticipated, there was a major air leak on air insufflation. Examining the stapler, the proximal donut stayed on the anvil rather than residing inside the stapler with an incomplete sector about 1/3 circumference. Surgeon took down the anastomosis, using a second proximate linear stapler to the rectal stump. The defect was inspected and found the dangling staples to be of u shaped rather than the usual b shape of completely closed staples. A second device was introduced and this time the firing was perfect with complete donuts, both of good thickness and residing within the stapler separated by the white ring. Surgeon's assessment concluded that the incident stemmed from incomplete closure of the staples." Another like device was used to complete the procedure. There was a delay of thirty minutes.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: the tx60g device was used as the alternative to complete the surgery as per the attached email. Were there any patient consequences? ¿ no; did the post-operative care change based on the leak? Additional scan imaging and prolonged hospital stay for observation for anastomotic leak. What is the patient s current status? Now post op day 7, being discharged well. (Usually discharged by d4-5). No threat to life. The hospital pathologist has photograph the segment of anastomotic defect with the open staple clips. Will the complaint items be returned for investigation? Yes. Will collect it back this week after the ot staff back from raya holiday. Additional information requested: what is the current patient status? What confirmation was received that the anvil was fully attached? Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Who fired the device? What is the users experience with this device? How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)?